Event description:
It was reported that the stent became stuck in the guidezilla and came off the balloon. A 4.00 x 20mm synergy and 6f guidezilla ii were selected for percutaneous coronary intervention (pci). During insertion, the stent became stuck in the guidezilla causing it to bend and come off the balloon. The stent was removed with the guidezilla altogether. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual examination identified that the stent had been detached from the delivery system and damaged. Visual examination identified kinks along the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified a break. The bumper tip showed signs of damage. Microscopic analysis revealed that the stent was returned detached from the delivery system and bunched together. Bumper tip showed signs of tip damage with the distal section deformed. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was evidence of crimp markings visible on the balloon. Microscopic examination identified multiple kinks in various locations along the hypotube shaft. The device was returned with the stent detached. The stent damage was along the entire length of the stent and due to the extent of the damage a stent outer diameter (od) could not be obtained. The stent od at the time of manufacturing was within maximum crimped stent profile measurement as per specification. The device was successfully tracked through a recommended 0.014'' guidewire and 5f guide catheter with no issues. No other device issues were identified during returned product analysis.

Event description:
It was reported that the stent became stuck in the guidezilla and came off the balloon. A 4.00 x 20mm synergy and 6f guidezilla ii were selected for percutaneous coronary intervention (pci). During insertion, the stent became stuck in the guidezilla causing it to bend and come off the balloon. The stent was removed with the guidezilla altogether. The procedure was completed with a different device. No complications were reported.